Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-jan-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the device involved in this incident it was determined that the drawer had failed. The field service engineer fse found that fullheight drawer 5 had a sensor on the latch that was opening and closing only halfway due to loose screws and a missing screw. The fse tightened the screws secured the latch and tested the drawer in the hardware test application. The latch was confirmed to be secure. The customer was able to complete the inventory without any issues and successfully recover the drawer. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the drawer failed to stay closed, which located on 5w c px. The customer reported that the issue occurred when the user was trying to issue medications to a patient. There were no delay, no adverse events or injuries reported based on this event.